Event description:
It was reported that pt complained of pain after a fall in the bathtub. X-rays showed that the acetabular cup had shifted and the medial wall was cracked. Pt underwent revision.

Manufacturer narrative:
Info was forwarded from the owner establishment, which markets the devices in the u.s.